Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the synchron lxi 725 clinical system for one patient.a patient sample when tested gave an accutni result of 0.52ng/ml. The result was reported outside of the laboratory. Upon re-testing this sample gave results of 0.06ng/ml and 0.21ng/ml.the customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was out of specifications the day of the event.a field service engineer (fse) was on-site 07/21/09. Fse replaced the substrate probe, cleaned the aspirate probes, precision and wash valves and ran qc. Fse then cleaned the analytical module and replaced some hardware and made some adjustments after which system check was performed and failed. Fse then replaced mixer bearings and pinch rollers and completed a preventive maintenance (pm). All verification testing passed within published specifications.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.